Manufacturer narrative:
This report is for an unk - nail head elements: fns bolt/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Reporter is company representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date that the patient was underwent for orif surgery for femoral head fractures. After the surgery, due to the displacement of the fns implants, re-surgery was performed, in which the fns implants were removed and the artificial bone head was implanted using non-j&j (zimmer) implants. It was unknown if the surgery was completed successfully or delayed. The patient outcome was unknown. This complaint involves one (4) devices. This is report 2 of 4 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.